Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #00771100920, zimmer m/l taper stem, lot #60447574 manufactured by zimmer inc. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain, inflammation, and metallosis poisoning. The surgeon found black corrosion debris, the presence of pseudo tumors, and metal debris.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: catalog #00771100920, zimmer m/l taper stem, lot #60447574 manufactured by zimmer inc. (B)(4). Trilogy f/m acetabular shell, catalog#: 00620005022, lot#: 60513618; bone screw self-tapping, catalog#: 00625006525, lot#: 60535505; xlpe 10 degree poly liner, catalog#: 00631005032, lot#: 60494798; m/l taper extended offset, catalog#: 00771100920, lot#: 60447574. Reported event was confirmed by review of revision op notes. Revision op notes state: the old stem was sound and the trunnion bore showed external and internal black corrosion debris. The acetabular component was found to be stable, ingrown, and well positioned hence it was retained. Old hip showed limited motion due to pseudotumor but no instability. Metal debris was only noted at hip-neck junction. Liner for trilogy shell and cocr 32 head were explanted. New high wall liner and delta ceramic head were implanted with good range of motion. No complications were noted during the procedure. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.